Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-june-2024, it was reported that the patient faced infusion set tubing detached from connector, which cause the patient's blood glucose was elevated tp 166mg/dl. The infusion set was in use for 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information.